Event description:
Pt was exhausted and again quite committed to a vaginal delivery and was open to a vacuum delivery. The vacuum was placed and the pt began to push and there was not any movement detected. At this point, it was obvious that she needed a cesarean section. Baby was delivered with a subgaleal hematoma.